Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, device could not be interrogated through wand. The magnet rate was checked to confirm that the device has not reached low battery state. It was recommended to interrogate the device with another programmer. The device will be re-interrogated during next scheduled follow-up.